Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2018. Catalog number: catalog number is unknown, as the serial number was not provided. If explanted, give date: not applicable, as the lens remains implanted. All pertinent information available to (B)(4) has been submitted.

Event description:
It was reported at the patient's 6-month post-operative visit that the patient is very bothered by poor low light vision, which occurs during the day, night, dusk/dawn, and while driving at night after an implantation of an intraocular lens (iol) in the patient''s right eye (od) on (B)(6) 2017. Reportedly, there is no intervention planned at this time. The patient's best corrected distance visual acuity (bcdva) in the right eye was 20/20. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.